Event description:
It was reported that the patient was seen in the ER due to receiving several shocks. The device was counting the atrial signal on the ventricular channel causing double counting, diagnosing vf and delivering a shock. X-ray revealed that all leads were dislodged. The patient had twiddler's syndrome. The rv and a leads were repositioned.

Manufacturer narrative:
Na